Event description:
Journal article reviewed revealed the following event. Pt with bilateral pilon and calcaneus fractures presented one (1) year post op with a right pilon fracture nonunion. Pt underwent a staged repair; implant removal and debridement with biopsy and cultures which showed no evidence of infection. Pt underwent plate fixation of the nonunion. The ipsilateral femur was used to harvest bone graft with a 16 mm medullary reamer head. Two (2) weeks after discharge pt slipped and fell to the floor sustaining an intertrochanteric femur fracture on the side of the bone graft harvest. Fracture was treated with a cephalomedullary nail, six (6) weeks after surgery fractures showed progressive healing and was asymptomatic. This is four of six reports for this event.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Journal article: complications associated with negative pressure reaming for harvesting autologous bone graft: a case series: j orthop trauma. Vol. 24, number 1, jan 2010, pgs 46-52: gregory j. Della rocca md, phd, yvonne md, frank a. Liporace liporace md, michael d. Stover md, sean e. Nork md, and brett d. Crist md. Synthes is unable to provide the manufacture, PMA/510k number and/or the date of manufacture without a part/lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot or part number was provided.